Manufacturer narrative:
The device was returned for evaluation and the reported issue was duplicated and verified. The root cause was determined to be a failure of the pogo pin which caused the battery to become depleted. The customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.